Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had high blood glucose level of 341 mg/dl. Customer had symptoms such as difficulty breathing and fatigue. Customer stated that the drive support cap was normal. Customer was alleging insulin pump for under delivering because customer was getting high regardless whatever infusion set they using or not even eat in regular. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.